Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 500 (mg/dl). Customer administered syringe boluses to treat their bg level. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer stated that the customer tried a new infusion site area which is described as lean. Recommendation was made to change the infusion site.